Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 11/2013 the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and nine months post deployment, a computed tomography study was performed. The study showed that filter was located at mid l3 through inferior l4 vertebral body. Filter tilt with 15 degrees anterior in sagittal plane and leftward 7 degrees in coronal plane. Perforation was noted with 12 struts extend beyond the inferior vena cava wall, with maximum distance 3 mm and one posterior strut tip touches and may minimally extend into anterior l4 vertebral body cortex. Around two years and ten months later, a computed tomography angiogram of chest was performed which showed segmental right upper lobe pulmonary embolus. The next day, an x-ray abdomen was performed which showed inferior vena cava filter projecting over the l4-5 level. One day later, a computed tomography of abdomen and pelvis was performed. The study showed that inferior vena cava filter was noted in the distal inferior vena cava extending into the right greater than left common iliac veins. The filter apex was against the anterior vena cava wall. There was penetration of multiple of the legs beyond the lumen of the vena cava up to 6 mm. One of them laterally projecting filter struts abuts the left common iliac artery. A posterior directed filter strut abuts the l4 vertebral body. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and migration of inferior vena cava. However, the investigation is unconfirmed for the filter tilt as the medical states, ¿15 degrees anterior in sagittal plane and leftward 7 degrees in coronal plane¿. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 11/2013), g3, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.